Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the incident is not related to the device or procedure. No investigation is required.

Event description:
On october 06th 2020, senseonics was made aware of an adverse event where patient was hospitalized for appendectomy with acute appendicitis with necrosis and acute serositis.